Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were rerun on the system and the corrected results were reported. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were rerun on the system and the corrected results were reported. There is no known pt intervention or adverse health consequences, due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were rerun on the system and the corrected results were reported. There is no known pt intervention or adverse health consequences, due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a defective valve (v54) of the wash 1 port 3. The defective (v54) was replaced by the fse. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a defective valve (v54) of the wash 1 port 3. The defective (v54) was replaced by the fse. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a defective valve (v54) of the wash 1 port 3. The defective (v54) was replaced by the fse. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.